Event description:
It was reported that the patient underwent a replacement surgery with an artificial urinary sphincter (aus) in which the existing device was removed and replaced. During the procedure it was noted that the balloon had lost fluid. The patient did not experience any adverse events and was said to be good following the procedure.